Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges that the "device will not inflate/deflate correctly." Alleged defect detected prior to patient use, during functional testing. No report of harm or injury to patient. No report of delay in treatment.

Manufacturer narrative:
(B)(4). Manufacturer corrected to teleflex medical, (B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Customer complaint alleges that the "device will not inflate/deflate correctly." Alleged defect detected prior to patient use, during functional testing. No report of harm or injury to patient. No report of delay in treatment.